Event description:
Customer reported receiving errc 6 message with their precision xtra blood glucose meter when upon test strip insertion and the date and time had changed spontaneously. The customer reported using the precision xtra date management system. There were no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed.